Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, patient had debilitating glare, halos and poor distance visual acuity. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was myopic miss, glare and halos. Additional information has been requested.

Event description:
Additional information received stating that the lens was exchanged with company other model with different diopter. In the surgeon's opinion product contributed to event. Glare and halos resolved after lens exchange.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).